Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on and that the power supply component failed. It was noted that the stylus tip position on the touchscreen needed calibration, the printed circuit board (pcb) was damaged and had a worn screw, the keyboard front latch was broken, the upper handle was cracked, and an error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.